Event description:
Customer reported that their pump screen would not turn on, and it was confirmed that the red led flashed every 30 seconds, while the pump beeped and vibrated once every three minutes. The specific blood glucose value was unknown, but it remained within the range of 54-500mg/dl (3.0-27.7 mmol/l). The pump was replaced by technical support, as it was within warranty, and the customer was informed of the replacement process. Though the customer declined to share their backup therapy, technical support provided storage mode instructions for transport and instructed the customer to return the faulty pump using a pre-paid label and box within ten days.